Event description:
It was reported to philips that there was a c-arm movement issue during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service guided the customer to adjust the geo module bar. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).